Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause for the reported event could not be identified. Based on the results of the investigation, a most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no image displayed on any processor. It was unknown when the event occurred. There were no reports of patient harm.